Event description:
The customer contact reported a "suspicion" that the pt receiving more medication than intended. At an unspecified time, the device was programmed to deliver an unspecified concentration of heparin. No specific programming parameters were provided. After an unspecified length of time, it was noted that the heparin delivery was completed which was reportedly sooner than expected. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Multiple unsuccessful attempts have been made to obtain add'l info including specific event and pt details.

Manufacturer narrative:
The customer contact indicated 2 devices were in use; however, the customer contact could not identify the serial number of the device that was delivering the heparin. The customer contact has identified two possible serial numbers (B)(4) and b)(4). Both devices which were received on b)(4) 2011 and were evaluated. Both devices passed testing for delivery accuracy. Based on the data verified, hospira could not attribute the issue to the device. This report represents all the info known by the reporter upon query by hospira personnel.